Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was the efferent vein of the avf with no vessel tortuosity. The lesion type was de novo and there was no calcification at the target lesion. The angiographic data for target lesion 1 showed the reference vessel diameter was 5.5 (mm), lesion length 8 (mm), pre-procedure 70% stenosis and post-procedure 0% stenosis. The lesion morphology showed tight concentric stenosis. The patient had a one-month follow up visit in (B) (6) 2006. The target lesion remained patent following the procedure. The patient did not experience an adverse event since the procedure and did not have any intervention since the procedure on any vessel. At the three-month follow up visit in (B) (6) 2006, the target lesion remained patent following the procedure. The patient did not experience an adverse event since the procedure and did not have any intervention since the procedure on any vessel. At the six-month follow up visit in (B) (6) 2007, the target lesion remained patent following the procedure. The patient did not experience an adverse event since procedure. The patient did not have any intervention since the procedure on any vessel. The patient had a twelve-month follow up visit in (B) (6) 2007. The diagnostic exam included the measuring of the blood pressure during dialysis. The target lesion remained patent following the procedure. However, in (B) (6) 2007 the patient had an intervention of a conventional angioplasty on the target lesion for an angiographic restenosis.